Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose (bg) level was 600+ mg/dl. Customer alleged that using the pump without the continuous glucose monitor resulted in high bg. Customer administered a manual injection to address the high bg.